Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg pocket site incision wound. The physician noted no signs of infection and advised the patient to continue an oral antibiotic regimen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
For clarification, it was reported the patient's ipg pocket site wound had reopened. Additional information received indicated that wound has been healed completely.